Manufacturer narrative:
Due to further investigation, the evaluation has been corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the inner hose was disconnected from the swivel which indicated that too much force was applied while wiping down the hose for cleaning purposes. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 13, 2006. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection it was observed that the motor device had an oil leak. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the inner hose was disconnected from the swivel which indicated that too much force was applied while wiping down the hose for cleaning purposes. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.